Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced 5 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), in which therapy was exhausted. Technical services (ts) discussed troubleshooting options with the health care professional. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.